Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tamper of a 5f mynxgrip vascular closure device (vcd) did not deploy as expected. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the tamper of a 5f mynxgrip vascular closure device (vcd) did not deploy as expected. There was no reported patient injury. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe detached from the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The sealant was exposed and observed next to the balloon in the proper deployed position, and the advancer tube was not returned for this evaluation. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition. Additionally, it was noted that the missing advancer tube had been received originally by the decontamination laboratory; but it appears it was not included for review after decontamination. A deployment simulation could not be performed per the instruction for use (IFU) for this device, as the unit was received with the sealant already in a deployed position. Furthermore, the advancer tube was not present, preventing evaluation of the advancer tube mechanism. A dissection of the shuttle was performed at the mid-portion of the catheter to search for the missing advancer tube. In addition, the returned non-cordis 5f csi was evaluated by inserting a vessel dilator through its lumen to determine whether the advancer tube remained inside. This investigation was unsuccessful, and the advancer tube was confirmed to be missing. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube was seen deployed off the catheter in the image provided by the decontamination lab, and the sealant was received deployed on the catheter. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported failure to deploy of the advancer tube reported since the device was received without the advancer tube included for evaluation. However, as the advancer tube was noted to be received deployed off the catheter by the decontamination lab with no damage noted, and there were no damages noted to the mynxgrip unit, it is possible that procedural/handling factors of the device may have contributed to this issue experienced, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.